Event description:
The customer reported that during the procedure, the cutter was grabbing the vitreous and was not cutting. The procedure was completed and there was no pt injury.

Manufacturer narrative:
The customer has not provided the model number or serial number of the system used at the time of the event. Investigation, including root cause analysis is in progress.